Event description:
Customer reportedly obtained a results of 584 mg/dl and 220 mg/dlon the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:atenolol - 1999 25mg/daybaby aspirin - 1999 81mg/daymetformin - 1999 2000mg/dayglipizide - 1999 20mg/daylantus - 1999 100u/daynovolog - 1999 sliding scale